Event description:
A 37-year-old male patient with anaplastic astrocytoma began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse notified novocure that the patient had developed a painful and irritated skin reaction. The patient consulted his oncologist who prescribed oral antibiotics and a topical cream, advising the patient to temporarily discontinue optune gio therapy until the affected skin healed. Three pictures were provided, depicting the top of the patient's head and forehead. The scalp showed diffuse moderate erythema, with a single longitudinal erythematous lesion and visible skin peeling on the upper left side. On the forehead, three circular, dark-red lesions were noted. The prescribing physician was contacted for further information and responded on (B)(6) 2025, without providing any additional details.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Manufacturer narrative:
On (B)(6) 2025, the patient's spouse notified novocure that the patient had developed a bacterial infection characterized by small pustules on the scalp. Treatment involved both topical and oral antibiotics prescribed by a dermatologist. A culture and nasal swab were also conducted. The patient temporarily paused optune gio therapy to address the infection. Upon resuming treatment, the patient experienced scalp swelling and varicose veins beneath the optune gio transducer arrays, leading to another temporary interruption. According to the spouse, the dermatologist believes the bacteria originated from the patient's own skin and that either shaving the scalp or prolonged occlusion (such as being covered for three days) contributed to the infection. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).